Manufacturer narrative:
It was reported that the "the device has been used according to the manufacturer s instructions and is currently not operating as expected. Customer reports that "the unit is no longer functioning properly and is unable to provide reliable treatment." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the device was not functioning properly, and unable to provide treatment.